Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Image review: review of the provided image is consistent with the customer reported complaint. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during da vinci-assisted surgical procedure, the fenestrated bipolar forceps did not open well and tissue was sticking to it. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: there was no adverse effect to the grasped tissue. There was no bleeding as a result of the failure. There was no patient injury. No images were available for review.